Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm occurring. A system check was performed and the pump performed as intended. Additionally, it was reported that the date was incorrect on the pump. Tandem technical support guided the customer through adjusting the pump date. Blood glucose level ranged between 102-251 mg/dl.